Event description:
Boston scientific received information that this patient's home monitoring system transmitted that a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system had been detected. The field representative consulted with boston scientific technical services (ts) and a zero ohm reading is what triggered the alert. In clinic evaluation was performed and no oor measurements were able to be reproduced. Ts discussed monitoring versus commanded synchronized shock delivery to confirm system integrity. At this time, no adverse patient effects were reported, and it was decided to continue to monitor the system which remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.